Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is having more seizure activity recently. Later it was reported the device was explanted prophylactically. No other relevant information has been received to date.

Event description:
Additional information from the physician was received reporting it is unknown if the seizures are at, below or above pre vns levels because of poor record keeping at home. Physician notes the cause of the increase in seizures is "unclear - no documented change in event seizure frequency; but notes it is not related to vns and could be contributed to environment changes. The explanted generator has been received into product analysis to undergo testing. No other relevant information has been received to date.

Event description:
Product analysis completed testing of the suspect device. No other relevant information has been received to date.